Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in-clinic for a routine follow-up. Externalized conductors were noted via diagnostic imaging. No electrical anomalies were noted. The lead remains implanted.